Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
The evaluation couldn't confirm the heating and found no deficiencies with the product. The temperatures of the handpiece after 5 minutes were t1 at 93f and t2 at 92f. If information is provided in the future, a supplemental report will be issued.

Event description:
Product analysis completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.